Event description:
A physician reported a pt who was originally skin tested on 9 october 1998 with negative results. On 2 november 1998, the pt was treated in the vertical lip lines and the oral commissures. On 11 january 1999, the pt reported the onest of "red bumps" at the treatment sites. On 12 january 1999, the pt was examined and the physician noted redness and "lumpiness" at treatment sites. The pt denied any flakiness or itchiness. The physician prescribed prednisone 20 mg for 10 days. The physician believed the symptoms were a definite hypersensitivity to the product.